Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: austria. Thread is broken an tangled inside the cassette.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 50 units of this code-batch. There are no units in our stock. We have received one open and used cassette. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.